Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI #: (B)(4). Information regarding this event was originally reported in regulatory report # 3004209178-2019-02275. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative regarding a patient who was receiving saline at minimum rate via intrathecal drug delivery pump. The indication for use was noted as low back pain. It was reported that the patient presented on (B)(6) 2019 with small fluid collection around the catheter in the lumbar spine. There were no fever, chills, sweating, erythema, drainage, or tenderness. The collection was not tense. There was no definite spinal headache. The hcp believed it was benign appearing fluid collection, with no evidence of infection. The patient may have had a small cerebrospinal fluid (csf) collection. The hcp would monitor. The patient would return for follow-up or send a photo one week from (B)(6) 2019. It was later reported that the patient complained of fluid buildup with a few days of her implant date ((B)(6) 2018). No environmental, external, or patient factors were reported to have caused this issue. The surgeon drained the fluid pocket one time on a previous date. On (B)(6) 2019, he opened the incision site on the back and drained additional clear fluid that appeared to be csf. Clear fluid was noted in the pocket by the catheter entry site. He did not see any obvious kinks or fractures in the catheter. The surgeon placed 3 purse strings around the catheter, as well as re-anchored the catheter into place. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.